Event description:
During a periodic database review, it was found that the high impedance was observed with output current low. A later system diagnostics noted that the high impedance resolved. It was found that the generator was explanted at the date the high impedance resolved. Upon review of the implant card, only the generator was replaced. Generator was noted to be replaced due to prophylactic reasons. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received noting that physician assessed the cause of high impedance was probably due to battery end of life and that a battery change resolved the high impedance. No other relevant information has been received to date.

Event description:
Additional information was received noting that the patient did not undergo any vns related pin-reinsertion surgery prior to the battery replacement surgery. No other relevant information has been received to date.